Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2019, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient bent over on (B)(6) 2019 and the lead on the left side pulled out of place. As a result, they switched to the right side an it was reported that everything was fine. It was noted that symptom data had not been collected. It was unknown if there were any environmental/external/patient factors that may have led to the issue. No diagnostics or troubleshooting was performed. No actions or interventions were taken to resolve the issue. Follow up information received on (B)(6) 2019 from the trial patient again reported the incident about the wire pulling out and the opposite side being used. They noted they had an appointment with their clinician in the morning. There were no further complications reported or anticipated.